Manufacturer narrative:
The unit had an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The unit had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 168 mg/dl. The customer was advised to revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.